Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced lens intolerance. The lens was explanted in a secondary procedure. Per surgeon, patient vision was very blurred, glare and floaters. Additional information was received stating patient underwent limbal relaxing incisions (lri). Patient's issues were resolved but still has floaters. There was no patient harm and patient was not hospitalized as a result of this event.